Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloon of the bardex ic foley catheter would not deflate for removal. To deflate the balloon, additional fluid was injected and the balloon was continuously inflated and retracted until it deflated. No patient injury reported.

Manufacturer narrative:
The reported event was inconclusive due to a poor sample. Due to the condition of the sample, it cannot be determined if the device failed to meet specifications for the reported event. A two way eggshell latex catheter was returned with its inflation funnel removed from the rest of the catheter. A luer lock syringe was used to pass water through the inflation valve. A luer lock syringe was used to placed 10 ccs of water through the inflation lumen. Water was seen leaking from the drainage eye. A potential root cause could be due to "kinked lumen". Based on the event, it appears that the product was used for treatment. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The catheter subassembly is listed in product catalog # 930116,933016,992116,0165si16,300316a,303316a, 903316a, 903316a, 320416a, 333416a, a300316a, a303316a, a320416a, a320416a, a320416a, a333416a, a300316ac, and subassembly sa7601293. Without the corporate lot number and/or tray # it cannot be determined which product the subassembly is found in.

Event description:
It was reported that the balloon of the bardex ic foley catheter would not deflate for removal. To deflate the balloon, additional fluid was injected and the balloon was continuously inflated and retracted until it deflated. No patient injury reported.